Event description:
Spontaneous pump is not priming. Not being able to press the button sn (B)(4). No other info known. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.